Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional and unit noisy. The key failure is the compressor is noisy which addresses the reason for repair unit noisy. Additional failure listed as the on/off switch addresses the unit alarms not functional.